Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/25/2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient¿s mother stated she went to check on the patient on the evening of (B)(6) 2018 and found the patient unconscious and drenched in sweat. She shook the patient to wake him and provided him with juice. She stated she saw that the g6 mobile application was displaying a sensor error and could not recall if she performed a finger stick reading at the time of event since the device was not displaying readings. She thinks the patient¿s blood sugars was in the low 40¿s range. At the time of contact, the patient was doing okay. No additional patient or event information is available.